Event description:
Device 2 of 2. Reference MFR report #: 1627487-2015-07357.

Manufacturer narrative:
(B)(4). Results: the complaint was confirmed for no stimulation. Microscopic inspection of the extension showed all broken wire at the strain relief; consistent with overstress condition the extension was subjection while in patient body. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.